Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead had loss of capture due to increased pacing threshold measurements. In addition it was suspected that there was a micro dislodgement of this lead. A revision procedure was performed and this lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.